Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte has been found with defective catheter tips during use. The following has been provided by the initial reporter: it was reported that it is difficult to insert needle into patient, and plastic part of needle bends upward. Complaint explanation: difficulty using on patient very difficult to insert needle// plastic part of needle binds upward.

Manufacturer narrative:
Correction: change in awareness date. The following information has been updated: g.4. Date received by manufacturer: 2019-08-02 h3 other text : see h.10.

Manufacturer narrative:
Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte has been found with defective catheter tips during use. The following has been provided by the initial reporter: it was reported that it is difficult to insert needle into patient, and plastic part of needle bends upward. Complaint explanation: difficulty using on patient very difficult to insert needle// plastic part of needle binds upward.

Manufacturer narrative:
Initial date of awareness was (B)(6) 2019 but the complaint was deemed not reportable. New information prompted re-evaluation of the decision to report the issue on (B)(6) 2019. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte has been found with defective catheter tips during use. The following has been provided by the initial reporter: it was reported that it is difficult to insert needle into patient, and plastic part of needle bends upward. Difficulty using on patient very difficult to insert needle//plastic part of needle binds upward.